Manufacturer narrative:
The insulin pump had no button error alarm. Unit received with intermittent button responsedue to moisture damage keypad trace and missing end cap sticker. No unexpected battery out of limit. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 149 mg/dl. Troubleshooting was performed. The device was returned for analysis.